Event description:
It was reported from 3 west 2 (unit) that the brain with four channels was shutting completely down during transit from room to room. There were 4 [vaso]pressors infusing when they all stopped pumping and then the pcu stated "communication error. There was patient involvement but no patient harm.

Manufacturer narrative:
Omit a13 - communication or transmission problem (2896) omit b21 - type of investigation not yet determined omit c21 - results pending completion of investigation omit d16 - conclusion not yet available device eval by manufacturer? Reason code for no evaluation if other specify. Manufacturer narrative: a review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
Additional information : a13 - communication or transmission problem (2896).

Event description:
It was reported from 3 west 2 (unit) that the brain with four channels was shutting completely down during transit from room to room. There were 4 [vaso]pressors infusing when they all stopped pumping and then the pcu stated "communication error. There was patient involvement but no patient harm.

Manufacturer narrative:
Initial reporter facility name: summerlin hospital medical center bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from 3 west 2 (unit) that the brain with four channels was shutting completely down during transit from room to room. There were 4 [vaso]pressors infusing when they all stopped pumping and then the pcu stated "communication error. There was patient involvement but no patient harm.